Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that pump history was inaccurate despite being in use. Customer's blood glucose level was over 500 mg/dl which was addressed by administering a manual injection. Reportedly, the customer declined further troubleshooting with tandem technical support.